Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, the device was not returned for evaluation. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pericardial effusion, subsequent cardiac tamponade, and death could not be confirmed. However, patient factors not provided and/or procedural factors are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) registry by our affiliates in (B)(6), after implant of a 23 mm sapien 3 valve in the aortic position, cardiac tamponade was detected. Surgical hemostasis was achieved via thoracotomy; however, peripheral circulatory failure persisted. Intra-aortic balloon pump (iabp), percutaneous cardiopulmonary support (pcps) and continuous hemodiafiltration (chdf) were started. After procedure, pneumonia developed concomitantly. On postoperative day (pod) 24, the patient went into multi organ failure and expired.

Manufacturer narrative:
Additional information was received. The tavi procedure was performed without issue. The following day when the temporary pacemaker lead was removed, the patient¿s blood pressure decreased and the patient went into cardiopulmonary arrest. Percutaneous cardiopulmonary support (pcps) was initiated. Cardiac tamponade was confirmed by computed tomography. As pericardial drainage was ineffective, cardiac hemorrhage was surgically arrested via thoracotomy. Abdominal hemorrhage at drainage site was eventually detected. Celiotomy revealed damage to the liver caused by the drain tube. The patient became hemodynamically unstable, and multi organ failure developed. At one point, the patient recovered to the point of weaning from pcps and intra-aortic balloon pump (iabp); however, pneumonia developed on postoperative day (pod) 9. The patient¿s general condition continuously worsened thereafter. The patient expired on pod 24. Per medical opinion, the cardiac tamponade and subsequent death were not related to edwards device since the patient¿s condition was stable until removing the pacemaker lead; cardiac injury by the pacemaker lead was highly likely to be a cause of cardiac tamponade. As the event was not due to an edwards device, the event is not MDR reportable. A corrected supplemental report is being submitted.